Manufacturer narrative:
Results: a set of standard performance tests were completed device found to be within +/- 5% requirements. Conclusions: the device was found to be within specifications. Could not duplicate or confirm the failure.

Event description:
Reported by the customer as: over infusion. Device was not on a pt, found during testing.